Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon burst occurred. The target lesion was located in the mildly tortuous and mildly calcified left brachiocephalic fistula (bcf). An 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres. The balloon was completely removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that a balloon burst occurred. The target lesion was located in the mildly tortuous and mildly calcified left brachiocephalic fistula (bcf). An 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres. The balloon was completely removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was noted inside the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately at the centre of the balloon. The balloon could not be fully inflated due to the balloon pinhole. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.